Event description:
Customer's wife reports back to back testing on the same meter while using the advantage system with results of 73 mg/dl and 242 mg/dl. L1 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.